Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected fields: h6 (health effect ¿ clinical code, health effect ¿ impact codes).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during daily inspection, cs300 intra-aortic balloon pump (iabp) required optics sensor calibration. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6(health effect ¿ clinical code, health effect ¿ impact codes), h11.

Event description:
It was reported during tratament that cs300 intra-aortic balloon pump (iabp) required optics sensor calibration.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) stated there isn't any problem with the unit. Fse informed the customer the procedure to calibrate the iabp optical sensor. The iabp works normal.

Event description:
N/a.